Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and would boot. The receiver log was downloaded, reviewed, finding no errors related to the complaint. A global receiver test was performed and it passed, all the relevant testing. The reported event of initializing screen without manual restart was not confirmed. A root cause could not be determined.